Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 414 mg/dl at the time of incident and today 570 mg/dl. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was reported that the insulin pump was under delivering reason that the blood glucose level was rising. Customer using insulin pump within 48 hours of high blood glucose of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for programming. The insulin pump will not be returned for analysis.